Manufacturer narrative:
Unit received unable to perform the displacement test due to complete broken reservoir tube lip and missing reswervoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that the reservoir compartment was damaged. The customer¿s blood glucose level was 105 mg/dl at the time of incident. Customer stated that the reservoir was able to lock into place. The insulin pump will be returned for analysis.